Manufacturer narrative:
This report is submitted on september 28, 2018.

Event description:
Per the clinic, the patient experienced poor performance with the device resulting in the decision to explant the device (date not reported). The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on december 19, 2018. (B)(4).